Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion in the rca with severe stenosis and mild to moderate tortuosity but the stent could not cross due to the severe stenosis and became deformed. The physician used another resolute drug-eluting stent (2.75mm x 30mm) to complete the procedure. The endeavor resolute device had been inspected before use with no issues noted. The lesion was not pre-dilated. No patient complications or clinical sequelae reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ severe stenosis and mild to moderate tortuosity). Failure to follow instructions ¿ (the lesion was not pre-dilated as labelled on IFU). No results available since no evaluation performed -( device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ severe stenosis and mild to moderate tortuosity). Inherent risk of procedure ¿ (stent deformation). Failure to follow instructions - (the lesion was not pre-dilated as labelled on IFU). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4). Patient¿s weight was reported as been between (B)(6).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent embolism). Deformation issue. Evaluation conclusions: inherent risk of procedure ¿ (stent embolism). (B)(4).

Event description:
Evaluation summary: stent was returned off the balloon of the delivery system. The stent was severely stretched and deformed. Crimp impressions were visible along the balloon working length. The distal tip was slightly flared. Image review summary: review of the procedural images confirms the tortuous nature of the rca vessel and the presence of lesions along the vessel. The images capture the deployment of stents in the mid and proximal areas of the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the endeavor resolute stent.